Event description:
Surgical procedure: total da vinci-assisted laparoscopic hysterectomy. While procedure was in progress, the surgeon decided to change surgical instruments. The surgeon attempted to use the endowrist one, vessel sealer device in order to separate the fibroid from the dome of the uterus. When the surgeon attempted to use a different vessel sealer, it stopped working (deactivated) and displayed an error message on the da vinci screen. Surgeon used all remaining stock of the vessel sealer devices available in the surgical department. All of them found to be defective. Attempted to use three different vessel sealer devices. The decision was made to proceed with the use of the fenestrated bipolar device. The fenestrated bipolar device was able to separate pedunculated fibroid from the remaining part of the uterus.